Event description:
It was reported that the patient underwent a spacer explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. The device will not be returned as it was retained by the medical facility.